Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported blood leaked from the top of the blood filter drip chamber mid-infusion after approximately 132 ml of blood infused. After the leak was discovered, 92 ml of the transfusion was wasted and the md was notified. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak from the top of the blood set drip chamber was confirmed. Visual inspection showed dried blood residue at the top of the drip chamber. Functional testing showed bloody fluid leaking out at the engagement between the pvc tubing of one of the spikes and its respective port on top of the drip chamber. The root cause was identified as insufficient solvent being applied at the engagement of the tubing during manufacturing.

Event description:
The customer reported blood leaked from the top of the blood filter drip chamber mid-infusion after approximately 132 ml of blood infused. After the leak was discovered, 92 ml of the transfusion was wasted and the md was notified. There was no report of patient harm.